Event description:
Report received from the USA stating that during pre-testing it was observed that the motor device "gets hot". The motor device was not used in surgery. There were no delays in surgery as an identical spare motor device was available. No injuries or medical intervention were reported. No additional information was available.

Manufacturer narrative:
The motor device was received for evaluation. The motor device was tested and the reported condition was not duplicated. The reported condition was not confirmed. (B)(4).